Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 6 months after the dental implant was installed in the intraoral region #10 it was verified in its non osseointegration. Patient presented bone type ii.